Event description:
Healthcare professional (hcp) reports one incident of a patient experiencing back pain while being treated with an unknown psn dialyzer. It was reported that this was the patient's first exposure to the psn membrane. It was further reported that the unit was then primed with 1,500 ml normal saline and treatment was resumed with no further symptoms. No further information is available at this time.